Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06777. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device and delivery system (wds) was advanced and deployed. The watchman laa closure device did not meet release criteria and was to be fully recaptured. However, the physician felt obvious resistance when he attempted to recapture the closure device into the was. He forced harder and the closure device was able to be fully recaptured, but the anchors of the closure device tore the tip of the was. The procedure was completed with another was and a different size wds. There were no patient complications reported and the patient status was stable.